Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. It was noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient had tough anatomy and had to advance the lead multiple times through the introducer. It was then noticed under fluoro of a possible bend in the screw. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.